Event description:
It was reported that the bd cathena¿ bc straight catheter experienced a safety failure during use.

Manufacturer narrative:
Investigation summary: two photos were returned for investigation. Qn history has been reviewed, there was no qn raised for safety shield activation failure in the past 1 year. Further investigation could not be performed as the sample was not available. DHR reviewed was not performed as the batch number was not provided. Investigation conclusion: the photos depicted safety shield activation failure. The complaint is confirmed and the product is out of specification. Root cause description: root cause cannot be determined as the sample was not returned for investigation. Rationale: if samples are received in the future, the complaint will be re-opened and re-investigated.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ bc straight catheter experienced a safety failure during use.